Event description:
On 08/16/1999, the account reported nonreactive suds hiv-1 results for a sample from a pt who presented with weakness, thrush and aids symptoms. According to the account, the results were repeatedly nonreactive three times, from two collections. The account did not perform a western blot confirmatory test. The pt was treated based on clinical symptoms. No report of injury.